Manufacturer narrative:
Corrected data: "product problem" should have been selected in earlier report instead of "adverse event" (correction). "Other serious" should not have been selected in earlier report (correction). (B)(4). In earlier report "other" should have been selected and "correction" should have been entered in text box (correction). During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating a wireless software update was performed and the elective replacement indicator (eri) message cleared. The indicator had triggered earlier than intended.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. It is unknown if any troubleshooting has been performed at this time. The device has the appropriate level of battery voltage to provide therapy.